Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On (B)(6) 2017, it was reported that the device was dull and it would not mesh. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the meshgraft ii on (B)(6) 2017 revealed that the cutter and roller were worn and unable to make a complete cut. The handle and side plates were damaged and worn. The calibration was out of specification. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cutter, roller, worn side plates, damaged hardware, handle, and the ratchet was replaced. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection it was revealed that the cutter and roller were worn and unable to make a complete cut. It was also revealed that the handle and side plates were damaged and calibration was out of specification. While the reported event was confirmed, it is unknown how the device was dull and it would not mesh. Therefore, the root cause of the reported event cannot be specifically determined with the provided information. The issue was resolved with replacement of the cutter, roller, worn side plates, damaged hardware, handle, and the ratchet was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Meshgraft ii, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the "device was dull and it would not mesh". No adverse events have been reported as a result of the malfunction.